Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the patient was referred back to the surgeon for further evaluation and correction when asked if the cause of the pump flipping was determined. The healthcare provider reported the patient experienced extremity weakness, which can relate to the it (intrathecal) bupivacaine and the patient also had encephalopathy which the healthcare provider cannot related to the medication when asked to clarify the patient¿s symptoms related to the bupivacaine. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. On (B)(6) 2017 the patient¿s husband reported that about three weeks after implant ((B)(6) 2017) the pump flipped and the patient was scheduled to go in next wednesday ((B)(6) 2017) to have the pump surgically corrected. When the home health nurse had come to the patient¿s home to increase the medication, she had a lot of difficulty connecting to the pump. They went to the doctor for the refill, but one nurse and two doctors were not able to find the port to fill the pump. They used fluoroscopy but were not able to tell if the pump had flipped or not. Also in about (B)(6) of 2017, the patient had a medication reaction. Per the reporter, the bupivacaine was a numbing agent and after the home health nurse increased the medication the patient began to have issues. The patient gradually became numb from the waist down. She gradually became weaker and was unable to get out of bed. She had to use a commode until she was not able to get out of bed. On (B)(6) 2017, the patient was admitted to the hospital through the ER (emergency room). She was admitted for 6 days and then followed with 3 weeks at a rehab center. She had just come home on (B)(6) 2017 and they were working on getting her energy back and getting her mobility back to where it was. After they surgically correct the pump, they were going to be putting morphine in the pump and removing the bupivacaine. The reporter was told it would take 3-4 days for the bupivacaine in the catheter to be out and the morphine to enter the catheter. The reporter was wondering if they would have to wait 3 more weeks before the morphine would take effect. No further patient complications have been reported as a result of this event.